Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and could not duplicate the reported malfunction. The fse checked all connections and that the circuit boards were all properly seated. The fse checked all wire harnesses and the fiber optic cable and found no visible issues. The fse performed the fiber optic test numerous times without any failures occurring. The fse completed the iabp services with a full calibration, safety, and functionality tests, and all passed to factory specifications. The iabp was released back to the customer cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was having fiber optic issues. No patient was involved and no adverse event has been reported.